Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning and that the right atrial lead had low impedance values averaging around 240 to 250 ohms bipolar. The lead is still in use. No patient complications have been reported as a result of this event.